Event description:
Reported that the air alarm did not work. In 2008, patient had crushing chest pain after tubing and IV bag were changed by home care nurse. Husband called ambulance and brought to ER. Nothing was ever found despite performing numerous tests. Patient is ok now. Our initial thought was that maybe the pump tubing had not been primed. On downloading the pump history log, it was noted that it was primed. Three tests were run with this pump on the same settings and rate with unused tubings (new). Without priming the tubing, it was attached to an IV bag, ran the tubing the normal way through the pump, then back into the bag through a needle. All the air was taken out of the bag. After the tubing was filled with fluid, the amount of air that had been pumped back into the bag was measured. In all 3 cases, the pump ran fine and pumped 6.5 - 7.1 ml of air into the bag (which would be the patient if it had been connected to a patient), without alarming. In biomed testing, it appears that it needs to see a bubble, and that the -line- where the fluid meets the air is not adequate to make it alarm.

Manufacturer narrative:
This pump has not been returned to curlin medical. If/when the pump is returned, it will be investigated and a follow up report will be submitted.